Event description:
It was reported that the stylus touch pen did not work with the programmer. Even after the stylus was replaced it did not line up correctly with the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: analysis confirmed the customer comment that the stylus touch pen did not work with the programmer and therefore the overlay was replaced and calibrated. The hard disk drive was also reconfigured and the current software reloaded. (B)(4).